Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory high power visual inspection did not find any evidence of an arc mark on the pg case. The device was returned at end of life (eol) status. There were tool marks on both sides of the case and the case was dented on both sides by the tool marks. Real time x-ray noted that the plasma fuse had been blown open which caused the charge time exceeded faults and the resultant eri and eol status. Stored event information shows that the device was damaged by a shock into a shorted lead condition. Review of events noted a shock that was delivered into a lead impedance of greater than 125 ohms and a shock that was delivered into a lead impedance of less than 20 ohms. Every shock attempt after this episode showed a charge time that exceeded time of 45 seconds. The blown plasma fuse and the resultant charge time exceeded faults along with the eri and eol status were induced due to a shock into a shorted lead condition.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert indicating an out of range shock impedance measurement for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Another alert was generated for a code which indicated the battery was depleting earlier than expected. Subsequently a revision procedure was performed. During the revision the rv lead insulation was noticed to be severely damaged approximately 5 centimeters distal from yolk. Thus the device and rv lead were explanted. No additional adverse patient effects were reported.